Event description:
Hcp reported pt experienced intense pain in the head, electrical shock, severe memory loss and confusion for about 24 hours. Deep brain stimulation system was turned off. Hcp also reported pt has a peripheral vision and decreased short term memory. Dbs system remains implanted but not used. A follow-up report will be sent if additional info is received.